Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead replacement procedure on (B)(6) 2020 (related manufacturer reference number:3006705815-2020-32495 & 3006705815-2020-03010), the physician was unable to place new leads due to scar tissue. As a result, the procedure was abandoned.